Manufacturer narrative:
(B)(4). Concomitant medical products: shell with cluster holes porous 68 mm o.d. Size qu for use with qu liners cat: 00875706801 cat: 62387040, bone scr 6.5x40 self-tap cat: 00625006540 lot: 62436823, liner 7 mm offset 36 mm i.d. Size qu for use with 68 mm o.d. Size qu shell cat: 00875401836 lot: 61679733, dome hole plug single pack cat: 00875700001 lot: 62576906, stryker pca stem cat: unknown lot: unknown, stryker pca femoral head cat: 6280-0-136 lot: 11s6433. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04660, 0001822565-2017-04659. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. The x-rays provided were reviewed by an external surgeon, who noted: left total hip arthroplasty without hardware failure or loosening is present. No radiolucency. Heterotopic ossification along the superior and lateral acetabulum. Acetabular protrusion of the left hip is present. Images were, however, noted to be suboptimal and poor quality. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately three and a half years post-implantation due to loosening, fracture, and lack of bony ingrowth around the cup. The patient had reportedly been experiencing pain, inability to use steps, limited mobility, unable to do physical therapy stretches, and unable to ride a bike. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Reopen to correct procode in medwatch ctp 12/10/2018.